Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the quinton dual lumen catheter. The customer reports "patient with renal failure had quinton catheter inserted for dialysis. Quinton catheter was accessed for contrast injection for MRI 2005. Catheter tubing or red port noted to have ruptured. Required removal and replacement.